Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a varices ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the band failed to deploy. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h11: investigation results the speedband superview super 7 device was not returned for analysis. Media inspection of the picture provided by the customer did not allow observation of the reported issue due to image quality and angle limitations. No additional findings could be confirmed from the information available. The reported event of bands failure to deploy could not be confirmed through evaluation because the device was not returned and the media provided did not allow assessment of the condition. A risk review was completed and confirmed that bands failure to deploy is defined in the risk documentation and is documented accordingly. Product record review verified that the device met all manufacturing specifications prior to distribution and no abnormalities were identified during the assembly process. However, due to the lack of physical device evaluation and limited evidence, it cannot be determined whether the reported issue resulted from procedural technique, device handling, or a potential device related malfunction. Therefore, the most probable root cause for this event is classified as unable to exclude device problem.